Event description:
(B)(6) with (B)(6) clinic reported pt presented to the hospital with a non-functioning cadd legacy pump (serial number and expiration date not provided). Date of admission, expected date of discharge, and expected length of stay for hospitalization were not reported. It was not reported if the pt experienced an adverse event. Unknown if md is aware. No additional information available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This isa continuous infusion. Set flow rate and volume delivered are unknown. No further information provided. Reported to (B)(6) by pt/caregiver.